Event description:
It was reported that the patient underwent an unrelated surgical procedure. It's unknown if the ipg was set into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-00533. Related manufacturer reference number 1627487-2023-00534. Additional information received identified that patient that the device was not set into surgery mode prior to surgery and underwent surgical intervention wherein, the leads and ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.